Event description:
Patient reported rupture and capsular contracture baker grade unknown diagnosed by ultrasound following a routine mammogram which confirmed "there is fibrous shell calcification and contracture on the right." The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Calcification: no observed, calcification on the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported, a rupture. And [capsular] contracture, [baker grade unknown] on the right". The device has been explanted. This record relates to the right side.